Event description:
On day 19 post bi-ventricular assist device (vad) implantation shortly after 2 pm there was a drop in flow and power on the right ventricular assist device (rvad) and the left ventricular assist device (lvad) showed intermittent suction with flow estimate of 4.5 lpm. That patient had a stroke of unknown etiology later that day. The family made the decision to discontinue support and the rvad and lvad were turned off at 8:10 pm and the patient expired at 8:23 pm. This is report 2 of 2.

Manufacturer narrative:
Pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "clinical adverse event" could not be confirmed for (B)(4) via log files review. Analysis of the device revealed that the pump met specifications; the device passed visual examination, dimensional verification and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the available information there is no indication that the events were related to any device manufacturing or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00804 and 3007042319-2015-00805) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The instructions for use (IFU) addresses how to recognize ventricular suction alarms, the potential causes of these alarms and potential courses of action. Stroke is a known potential complication associated with all patients implanted with vads. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Clinical and patient factors may have contributed to the events. With review of the available information there is no indication that the events were related to any device manufacturing or performance issues. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00804 and 3007042319-2015-00805) submitted for devices related to the same event. Pump has not been received.